Event description:
As reported by the equinoxe shoulder study, approximately 0 year(s) and 1 month(s) post-operative of revised right implanted tsa, the patient presented with dislocation. Subject was sweeping with the rue. Reports hearing a "pop" with immediate onset of pain. Pt. Presented to ed, where the shoulder was reduced, and she was placed in sling. Pt. Presented to clinic after a visit to the ed for a dislocation. She had been successfully reduced in the ed but presented to clinic with and other dislocation. She didn't know she was dislocated at time of clinic presentation and denies any inciting trauma. This outcome of the event was resolved by standard reverse with humeral reconstruction stem revision of the right shoulder. It is noted that the patient has small baseplate implanted. The clinical report indicates that the event is definitely related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 308-01-06 - 6x80mm distal stem modular cemented: 5683983. 320-31-36 - glenosphere, 36mm: 5836538. 320-35-01 - small glenoid plate: 5725119. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6045627. 320-15-05 - eq rev locking screw: 5960566. 320-20-00 - eq reverse torque defining screw kit: 5974369. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 5945774. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 5778659. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 6014900. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: 5778945. 308-15-12 - taper locking screw 12.5: 5689655. 321-20-00 - equinoxe reverse shoulder drill kit: 5979188 asa0030 - sterile disposable containers: ab3627 cnl-09 - small cement cannula: ab0898r cnl-09 - small cement cannula: ab3968 13a2101 - cemex system fast genta 70g: ab4106 13a2111 - cemex system fast genta 40g: ab0991 308-05-20 - distal fixation ring ha 20.5: 5486439 308-09-12 - small prox body +12.5: 5989046

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, g3, g4, h3, h4, h6, h11. Please disregard the dates in d4 (expiration date) and h4 (device manufacture date) as the specific device was not reported, these dates cannot be accurately determined. MDR section codes updated/corrected: a, b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.